Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's capsular bag tore on implantation of a pcb00 25.5 diopter intraocular lens into the left eye (os). Reportedly, the lens was fully inserted into the patient's eye, therefore is was cut and removed. A limited anterior vitrectomy was performed, the incision was enlarged and one suture was used. The lens was replaced with a non-johnson and johnson lens. The patient was reported doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 08/22/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was observed with one haptic bent, cut in two pieces and with viscoelastic residues on it. The condition of the lens confirms the information reported by customer that the lens it was cut and removed from the patient eye. Based that the sample returned incomplete, the complaint reported could not be confirmed, and a product deficiency could not be identified either. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).